Manufacturer narrative:
The customer stated that the result was amended with the correct patient details. The customer confirmed that the "last patient" option was enabled on the analyser and the "last name" option has now been disabled. The cause for this event was operator error.

Event description:
The customer reported that when the operator processed a sample, the patient identification information changed to the previous patient before the result was sent to rapidcomm. There was no report of injury due to this event.